Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient's device was not defective, the patient just wasn't using it properly. He was reeducated, but the rep still had not spoken to him personally. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient felt he had a defective personal therapy manager (ptm) and/or pump. The rep explained that there could be several issues that would make it seem like the ptm was defective, and the only way to ensure the ptm or pump wasn't defective was to read it out in the office. No diagnostics/troubleshooting was performed, and no interventions/actions were taken to resolve the issue, which was not resolved at the time of this report. Surgical intervention did not occur and was not planned. The patient status was "alive - no injury." There were no reported symptoms. No further complications were reported.